Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the sensor did not alarm when the sensor glucose level was low. The customer's blood glucose level was 38 mg/dl. The customer's blood glucose levels went up and stated they would monitor the insulin pump and sensor. Nothing was replaced or returned.